Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse replaced the ise (ion-selective electrode) reference valve to resolve the issue. (B)(6).

Event description:
The customer's au680 clinical chemistry analyzer generated erroneously high potassium (k) results. The results were not reported outside the lab and there was no impact to patient treatment. Quality control was within specification prior and after the event.